Manufacturer narrative:
Updated device evaluation summary completed on 10/31/2019: during evaluation of the device it appeared intact. Leak test revealed there was leakage from the valve also a tear in posterior view measuring approximately 1.0 cm was noted. During the microscope examination striations were detected in the edges of the rupture. No additional anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the new information indicated that the patient underwent bilateral removal and replacement as follow: right replaced with cat#:3502504bc, serial number (B)(4), and left replaced with cat#:3502504bc, and right replaced with cat#; 3502504bc, serial number (B)(4). Patient code local reaction added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: right-mentor smooth round high profile 310cc saline breast implants, ref/sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 310cc saline breast implants which the left side deflated after implantation. The issue was noticed by the patient that the left implant started to look deflated. Deflation confirmed by the health care professional. As a result patient scheduled for removal on (B)(6) 2019.

Manufacturer narrative:
Device received on 8/9/2019. Device evaluation completed on 9/23/2019: during evaluation of the device it appeared intact. Leak test revealed there was leakage from the valve also a tear in posterior view measuring approximately 1.0 cm was noted. During the microscope examination striations were detected in the edges of the rupture. No additional anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).